Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a follow-up in clinic with their implantable cardioverter defibrillator exhibiting far-field r-wave over-sensing causing automatic mode switch episodes. The device was reprogrammed to address the issue. Patient had no consequences or symptoms as a result of this event.